Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The device was not returned and the pictures provided do not show the device. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that during a speed bridge rotator cuff repair surgery the tap blue handle is coming loose from the metal shaft on insertion. This was making it difficult to remove the punch unless a mole clamp is used. By using the mole clamp they are then widening the punched hole risking the swivel lock not setting into bone. There was no vertical movement, only rotational. The failure was only noticed after using the mallet and inserting into the bone. There was no harm for patient, operator or third party. The surgery was finished successfully with the same device was used anyway. It was not necessary to do a second surgery. No further information received.